Event description:
It was reported that a bubble formed at the generator site following generator replacement. The pediatrician removed bubble in november, and it was continuously draining and has since been removed and drained multiple times. The patient has to keep it constantly wrapped as the bubble is not going away. The mom also reported that due to this irritating bandage and drainage the patient has been having an increase in seizures. It was then reported that the generator was explanted due to infection. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No further relevant information has been received to date.